Event description:
It was learned through implant patient registry, that a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 4 months due to unknown reason. The explanted valve was replaced with a another 23mm 11500a aortic valve. The patient was in recovery postoperatively. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry, that a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 4 months due to recurrent endocarditis (enterococcus faecalis) and severe aortic stenosis. The explanted valve was replaced with a another 23mm 11500a aortic valve. Per medical records, the patient presented with sob and severe fatigue. The patient admits to snorting fentanyl for pain relief. Upon surgery, there was a profound amount of dense rubbery endocarditis. The 23mm aortic valve was excised with great difficulty. The aortic annulus was extremely poor tissue. The annulus was sized to a 23mm valve and the explanted valve was replaced with another 23mm 11500a valve. A mitral valve replacement was also performed with a 27mm edwards valve. The patient slowly weaned from cardiopulmonary bypass and protamine was administered. The patient was in recovery postoperatively in guarded condition. The patient was discharged on pod #10. Per pathology report, the aortic valve had separate tissue with fibrosis with myxoid degeneration and acute inflammation, consistent with active endocarditis. No vegetation or calcification noted.